Manufacturer narrative:
To date, these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was received that the device was routinely explanted and replaced five years later. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The return of the product has been requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) lead did exhibit noise oversensing that led to pacing pauses around two seconds for this pacemaker dependent patient. The patient indicated that he did not operate any electrical equipment, and yet the noise was still present. The boston scientific technical services consultant reviewed the electrocardiograms and determined most likely myopotential oversensing on the rv was the issue. There were no inappropriate shocks. The oversensing could not be reproduced. Troubleshooting was discussed.